Event description:
Patient diagnosis septic shock. Patient's secretions this a.m. Were thick and yellow, patient had been suctioned five minutes prior to arrest. During the code the nurses were unable to ventilate patient and realized the endotracial tube was occulded. The tube was pulled and they attempted to ventilate patient using an airway and ambu until the physician responded (approximately three minutes post code being called). The patient was reintubated and resusciated. There was approximately a one inch mucous plug present just below where the tube was taped at lip level. A smaller amount of dry mucous was present at the distal end of the tube. Unable to pass stylet through mucous. The code occurred on 5/11/94 the patient expired on 5/16/94.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: telemetry failure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, use of all similar devices stopped temporarily. The device was destroyed/disposed of.